Event description:
Pt had a sternal dehiscence following open heart surgery. The implant and associated sternal wire were removed.

Manufacturer narrative:
Under investigation, f/u report with eval codes will be provided.